Event description:
It was reported that the pt experienced a jolting or burning sensation at the hip and warmth around a screw that he had in his hip. When the pt turned off the implantable neurostimulator (ins), the pain at the screw site stopped. Later, a reprogramming was performed successfully and the pt was happy with the new settings. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).